Manufacturer narrative:
(B)(4). Evaluation statement : the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 dissimilar complaint, where the plastic tab came off causing the needle to jam, for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
The sales rep reported that during a rotator cuff repair that two of the customer's expressew iii needles jammed and broke inside their expressew iii without hook. The scrub tech said that the needle broke proximally (closer to the handle). The surgeon completed the procedure with a 3rd needle in the same gun with no patient consequences or delay. The customer discarded the broken needles. Please see also medwatch report 1221934-2018-51914